Manufacturer narrative:
All operating currents are within specification. Device passed displacement and self test properly. No blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 220 mg/dl. Customer stated display is blank currently. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.